Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did a back-to-back blood glucose test with results of 22 and 57 mg/dl. She said that she was feeling shakiness, and that she ate something and felt better. The rptr did not have any control solution to test with.